Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging inaccurate high readings on their one touch ultralink meter. The patient mentioned that on the afternoon of (B)(6) 2012, she tested her blood glucose and obtained a 389 mg/dl. Approximately 20 minutes later she developed symptoms of cold sweat, clammy and hair was wet. The patient then tested her brother in law's meter; however, does not recall the reading. The patient was treated with ate food/drink by a non- hcp and did not seek any further medical attention. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, she developed symptoms suggestive of a serious injury and had to receive treatment with food and drink by a non-hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.